Event description:
It was reported that during the pre-use inspection, the resistance was high, and it did not pass the inspection. When replacing the filter with another one, it passed the inspection, so it was determined to be a defective product. There was no patient involved. Medtronic's initial evaluation of the incident device found a crack in the filter case that generated the leakage.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (dar 351/5856z). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.